Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial/batch: (B)(6).

Event description:
It was reported that the patients spinal cord stimulator (scs) system was causing more pain. It was also noted that the implantable pulse generator (ipg) was no longer working as intended. The patient underwent an scs system explant procedure and was doing well postoperatively. No device malfunction was suspected. The explanted device components will not be returned.